Event description:
A pioneer plus catheter was selected for use in a patient for the endovascular treatment of an occluded sfa. It is unk whether the device was tested for needle and ivus performance in vitro. It was reported that the device was inserted into the patient and up and over to reach the sfa. The image was present until just after passing the bifurcation, then the image went off and did not turn back on again. The case was successfully completed without an image via the ivus. Upon removing the device from the patient, the needle could not be fully retracted and was somewhat exposed while still in the patient; however, there was no impact on the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Results - needle.